Manufacturer narrative:
B1 is product problem was added since it was inadvertently omitted from the follow-up report. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. D1 brand name was updated. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 61 year old male patient who was admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on inotropes, vasopressors, and a vent for respiratory needs. No other medical history was shared. The pump was supporting when on the 2nd day of the support there was hemolysis seen by urine color change, elevated ldh labs, and the team assessed the pump position which was seen to be appropriate. The team infused blood products to the patient. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Updated information: h6 med dev prob code changed from a24 to a01.